Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the issue was not determined. The lead was replaced with a new lead. The implantable neurostimulator (ins).the lead was destroyed during the revision. The issue has been resolved.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that no stimulation was available. Programming via the physician programmer showed high impedance greater than 10,000 ohms on all contacts. No external factors could be determined. Programming occurred on (B)(6) 2017. The issue was not resolved. A surgical intervention was scheduled for (B)(6)2017, however, it was later reported a revision surgery was planned for (B)(6) 2017. The cause of the product problem was not determined and had not been resolved.